Event description:
It was reported that the surgeon inserted a (B)(4) 25.5 diopter three piece collamer lens and the lens tore as it was inserted into the eye. The lens was removed without any pt injury. The reporter stated the incident was the result of a defective injector.

Manufacturer narrative:
(B)(4) - the product pertaining to this event was not returned, however, the lens was received and evaluated. There were tears in the optic and a piece and piece of it was torn off and missing. Part of the optic and a haptic was torn off. Evaluation, conclusion: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).